Event description:
Reporter noted extreme high pressure in eye during procedure, causing swelling of eye, collapse of capsule, and lens fell into the vitreous in two cases. Additional information received noted problem occurred during change from sculpt pre-phaco. During transition, irrigation bottle lifted from 85 cm to 140 cm. Patient eye level programmed was 32 cm and instrument had an IV pole extension. Patient 2 of 2: status is unk at this time.

Manufacturer narrative:
Instrument was brought in for testing and was found to meet performance specifications. Dfu's state not to use IV pole extension with this system. Company rep will meet with surgeon to gather additional information. Two questionnaires sent have not been returned to date.